Event description:
Related manufacturer report number: 2017865-2024-71118, related manufacturer report number: 2017865-2024-71119. It was reported, that the patient presented for in-clinic follow up. An interrogation of the device found no capture and low pacing impedance exhibited by the left ventricular (lv) lead. A chest x-ray revealed, that the lv, right ventricular (rv) and right atrial (ra) leads were dislodged, due to twiddlers. The patient was scheduled for lead revision on (B)(6) 2024. And the rv and ra leads were successfully repositioned. An unsuccessful attempt was made to reposition the lv lead. However, the stylet was unable to advance. And the lead was capped and replaced. The patient was recovering.